Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve manifold was sticking. Additional malfunctions include the bed hoses were leaking, and the heat exchanger was leaking.